Event description:
Operative report states bilateral implant exchange and capsulectomy was required due to development of severe capsular contracture. Upon removal, the implants were folded but found to be intact and were removed with ease.